Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The pod generated a hazard alarm during operation. The device investigation observed an unexposed cannula damage and fluid leakage during testing.

Manufacturer narrative:
The pod arrived fully deployed. Discoloration was observed through both the top and bottom housing. Upon removal of the pod housing, corrosion was observed on all three batteries, and the pcb. The battery voltage of all three batteries were measured to be lower than expected due to the internal corrosion. An external power supply was used in an attempt at retrieving download data but was unsuccessful. The pcb was removed and re-attached to the power supply in a final attempt at retrieving download data, which was unsuccessful. Ultimately after multiple attempts, the download data was unavailable and lost. As a result the presence of an alarm could not be determined. A leak test was conducted in order to locate the source of the internal corrosion, a tear in the unexposed portion of the soft cannula was observed, where it was seen to leak which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and data loss. It could not be determined if the internal leak contributed to the reported hazard alarm. Initial inspection of the pod found cracks on both the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. Due to the timing of the housing damage being unknown, it is inconclusive what impact, if any, the housing cracks may have contributed to the observed corrosion as a result of possible fluid ingress. It could not be determined if the cracks contributed to the reported hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006. Hardware: pixel 7 pro. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.